Event description:
Seventy seven (77) operational context contributed to event (use of device in a severely angulated aortic neck, 90 degrees).

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (endoleak). (Severely angulated aortic neck, 90 degrees). (Bifurcated delivery catheter).